Event description:
It was reported that the user contacted support due to elevated blood glucose and impending insulin depletion, attributed to recent poor dietary choices, and was guided through a cartridge change on the ilet pump including rewind, fill tubing until drops were observed, and resumption of insulin delivery without alarms. Symptoms included hyperglycemia with a reported blood glucose of 225 mg/dl and no associated clinical symptoms. Outcomes included restoration of insulin delivery after cartridge replacement with no hospitalization. Investigation included technical troubleshooting and user education regarding cartridge replacement and routine supply changes. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with user-related factors and insulin supply depletion. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributory user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.